Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer replaced the drive manifold assembly to address the leak test failure and completed preventative maintenance (pm). The unit passed all calibration, functional and safety tests and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that during preventative maintenance the cs300 intra-aortic balloon pump (iabp) the test on valves k6, k7 and k8 revealed a leak in the drive manifold. There was no patient involvement.